Manufacturer narrative:
Product analysis: analysis was unable to confirm the comment of long boot time however the software was reloaded and reconfigured as a preventive. It was noted that the programmer booted up with a burnt smell and therefore the power supply was replaced preventively the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a long boot time. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.